Event description:
It was reported to nova biomedical that a consumer reported that she was not able to test her blood glucose level because her battery in her meter was dead. The consumer reported she was not feeling well and decline to have the customer care rep contact 911 for her. Consumer also declined to wake her husband to purchase a new battery. The consumer did have a back up meter, however, the battery on that glucose meter was also dead. This is being reported as an adverse event under the FDA medwatch regulations. The meters will not be returned for eval.